Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed that a lead integrity alert triggered with the patient alert for lead failure predictor on (B)(4) 2010. Also, the right ventricular (rv) lead pacing impedance was out of range undefined with the programmer data showing an alert for "rv pacing lead impedance not taken." On (B)(4) 2012. There was a patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2012. Concomitant product: 5076 implantable pacing lead 2009 (B)(6). (B)(4).

Event description:
It was reported that the lead integrity alert triggered for the right ventricular (rv) lead due to short interval counts (sic). There had also been patient alerts for out of tolerance pacing impedance on the rv lead. There was extensive isometric testing performed in the clinic which resulted in no oversensing. The rv lead is still in use. No patient complications have been reported as a result of this event.